Event description:
It was reported that the positioner "erratically." The behavior was attributed to a defective positioner. It was not confirmed if the malfunction occurred during a clinical procedure. No adverse event was reported.